Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: what is meant by ¿did not staple and cut properly¿? Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? Was there any patient consequence or change in the post-operative care for the patient as a result of the event? Has additional tissue to be cut out? If yes, please specify the amount of additional tissue in cm, or was this tissue intended to be cut away anyway? Received additional information per sales rep.: what is meant by did not staple and cut properly? The staple was locked between second and third compression of the handle. Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? (Including a + b) probably, for as long as we could press together the handle, we could not really check that afterwards. Did the device cut? If yes, was the cut line complete? No. Was there any patient consequence or change in the post-operative care for the patient as a result of the event? No, but during the operation, as we had to change a 5 mm port to a 12 mm port. Has additional tissue to be cut out? If yes, please specify the amount of additional tissue in cm, or was this tissue intended to be cut away anyway? Yes, because we had to use a new stapler medially to the first one in order to get the first one out of the patient. The additional amount of tissue was equal to the staple-size used (echelon).

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ec45a device was returned with the closure trigger broken and in the open position. An ecr45w cartridge loaded on the device was received. The reload was received fully fired and with damage on cartridge deck and drivers. The damage to the cartridge and drivers is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. If enough force is applied to the firing trigger the one piece sled can break through the cartridge reload wall allowing the firing to continue. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. Due to the condition of the reload, no functional test could be performed. It is possible that the device was clamped over an excess of tissue or a hard object, resulting in the damage to the closure trigger handle. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a splenectomy procedure, when they wanted to staple the vessels, it did not staple and cut properly the first vessel. Then they continued with the same stapler and stapled nearby some clips. The instrument was locked out and they tried to open the instrument and it was not possible to do that. They used the ¿red button¿ to return the knife but it was not possible to do that either. The ¿return the knife¿ mechanism was completely out of order and it was not possible to do anything with the instrument and it was articulated in a 15 degrees articulation. Then they tried to open the instrument manually by hand and the closing handle broke. What they had to do was to open a new stapler, staple just adjacent to the other stapler and taking out the broken instrument through the incision.